Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with blood in the balloon. An inflation device filled with water was used to inflate the device. A pinhole was found, 6mm from the tip of the device. Microscopic inspection found no irregularities with the bond of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified coronary artery. A 12mm x 5.00mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was inflated; however, it ruptured on the first inflation before reaching nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified coronary artery. A 12mm x 5.00mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured on the first inflation before reaching nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.